Event description:
Same case as MDR ID#: 2134265-2014-00994. It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately calcified and non tortuous right common iliac artery. A 7.0 x20, 75cm charger balloon catheter and a 7.0 x40, 75cm charger balloon catheter were used to dilate the lesion. Both balloons were inflated once to 10 atms and ruptured at 10 atms on the 2nd inflation. The devices were completely removed from the patient. There was a satisfactory result with the use of the second balloon. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from 2mm distal to the distal edge of the distal markerband and it extended proximally along the balloon for a total length of 17mm. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).